Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels reaching over 500 mg/dl, and diabetic ketoacidosis. Customer was treated through intravenous saline and insulin drip, heart medication, and potassium supplements. Customer was admitted to the hospital "a couple of hours" after being in the emergency room. Customer was treated through intravenous saline and insulin drip while admitted to the hospital, and released from the hospital approximately "a couple days" later. The reported issue was resolved upon being released from the hospital, and there was no permanent damage to the customer.